Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) could not be activated and the patient states that operating it is generally difficult. The ipp is currently implanted, and the patient has an appointment for a revision. There were no patient complications reported.